Event description:
Patient stated that he was hospitalized with stomach problems since using the eq denture adhesive. Customer said that he has had a problem with his stomach from when he first started using dentures but never had to go to the hospital. Customer was not able to supply the lot #.